Event description:
Senseonics was made aware of an incident where user has not been using the system since (B)(6) 2025 due to being unable to link their new sensor which led to early sensor removal.an RMA was authorized for return of sensor for further investigation.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Manufacturer narrative:
User reported being unable to link their transmitter to their sensor. Customer care assisted with performing a placement test on the sensor, but no signal was detected. A diagnostic upload was requested but could not be performed as the user did not have a usb port. The case was then escalated. Per escalation protocol, the user was advised to contact their healthcare provider (hcp) to assist with locating the sensor or to discuss next steps, such as removal or replacement of the sensor. According to a case detail added on (B)(6) 2026, the user had obtained an x-ray of the insertion site, which confirmed that the sensor was not inserted during the procedure. This was most likely due to a procedural error, potentially related to a sensor transfer issue; however, this could not be confirmed due to insufficient information. The user was provided with a new sensor for re-insertion.